Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include blacking out and falling down. The patient was treated with injected long acting insulin and prescribed gabapenti (300 mg 3 times a day). The patient was released two and half days later. The pod was removed before going to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.